Event description:
It was reported that during a routine defibrillator change out procedure, a crack was observed in the insulation of the right atrial lead. The electrical function of the lead was normal. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.